Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0013001648); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0013044268); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following final deployment of the transcatheter heart valve procedure at a depth of 10 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc), the patient developed complete heart block. A temporary pacemaker was inserted to support the patient and left in situ following the procedure. The patient was sent to recovery and ongoing monitoring was planned to assess the potential need for a permanent pacemaker. No pre-existing abnormal rhythm was present, and no pre- or post-dilatation was performed.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following final deployment of the transcatheter heart valve procedure at a depth of 10 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc), the patient developed complete heart block. A temporary pacemaker was inserted to support the patient and left in situ following the procedure. The patient was sent to recovery and ongoing monitoring was planned to assess the potential need for a permanent pacemaker. No pre-existing abnormal rhythm was present, and no pre- or post-dilatationwas performed. Additional information was received that a permanent pacemaker was implant two days following the valve implant.